Event description:
Pt had a partial implant in both knees. Pt received a letter from md 4 mos ago stating that there may be a potential problem with oxidation of implant (polyurethane of implant). Problem relates to the method of sterilization and process of oxidation. Sterilized using gamma radiation. These implants were over 5 yrs old when implanted and they have a shelf life. Dr nor pt notified of this. Pt is going to have to have implants replaced.